Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2002 and mesh were implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted, concurrently with a hysterectomy, bso, and sacrocolpopexy, due to pop, and sui. It was reported that the patient underwent examination under anesthesia, exploratory laparotomy, mesh excision, cystoscopy and proctoscopy on (B)(6) 2013 due to mesh complications. No additional information was provided.